Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot retraction problem was not confirmed as the foot was returned retracted and was successfully opened and closed during device analysis. Although it was reported that the sutures detached, the event is classified and analyzed as needle to cuff detachment as the difference between the two failure modes is often not discernable to the user. A conclusive cause for the reported suture detachment and foot retraction problem could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the proglide foot would not close. The foot was forced to close by pushing on the lever. When the proglide device was removed, a suture break was observed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.